Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pahz, implanted: (B)(6) 2018, product type: lead, (B)(6), (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported uncomfortable stimulation. The caller confirmed that the therapy was on. The caller reported ¿everything was going good until last night ((B)(6) 2018) she started feeling something where the wire is, it feels like its vibrating down her hip and part of her leg". The caller stated that they haven¿t used the patient programmer (pp) yet, the caller reported stim was on at 0.9v. The caller then lowered stim to 0.8v and the patient stated that this was more comfortable, and they will try this setting. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Caller stated they spoke to the hcp and the hcp told the patient to turn it back to 0.9v. Caller was walked through making adjustments. Caller stated they have not gotten the ID card yet.